Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "dr was doing an l3-l5 lumbar fusion, with a bilateral plif at l4-l5, after the decompression, the surgeon did an annulotomy at l4-l5, then used distractor roamers, starting at 7mm up to 9mm. Surgeon cleaned out disc with a pituitary then prepared end plates; first with a straight curette, them angled, then the box curette. After the first pass, surgeon commented the instrument had broken. It took approx 3 minutes to retrieve the broken piece from the interbody space."